Event description:
It was reported that intra-operatively, the implanting physician had trouble placing the lead. It was further reported that the lead had high thresholds and impedance of greater than 3000 ohms. The physician removed the lead, extended the helix and found the helix of the lead was bent and not extending. The physician elected to use a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the helix does not retract.